Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump usb port appeared to be damaged, and the pump was intermittently unable to charge without the usb cable being maneuvered in the usb port. Customer suspected that the usb port may have been bent and caused the charging issue; however, this could not be confirmed. The customer's blood glucose level was 200 mg/dl. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.